Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that all ventricular episodes showed an atrial tachyarrhythmia with rapid ventricular response (rvr). Additionally, rythmiq episodes showed undersensing of the native arial signal followed by atrial pacing. Atrial intrinsic amplitude measured as low as 0.1mv at times. Atrial sensitivity programmed at automatic gain control (agc) 0.25mv. If clinically appropriate, increasing the atrial sensitivity to maximum output of 0.15mv could be considered. No adverse patient effects were reported.